Event description:
It was reported that during use the sleeve did not function correctly and the safety shield failed to properly cover needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from french to english: it was reported that the needle pierced the side of the sleeve and that the locking mechanism was defective. Issues were obtained by looking at provided images. Has the treatment changed accordingly? Non-applicable. Have erroneous results appeared? Non-appliquable. Have staff members been exposed to blood? Yes. Have any medical intervention or other actions been necessary as a result? Non-appliquable. How much did you encounter this problem? About 1/50. Please provide any available patient ID (eg, gender, initials, weight, etc.) Not available. Follow up response from customer: "here is the problem: it happens that the rubber needle does not close between tube changes, which brings contamination risks and defiles our tubes with the client¿s blood. When operating safety, it causes splashing, so aerosols. Sometimes the safety valve does not work well. Impact of the problem: risk of contamination."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for sleeve leakage, defective locking mechanism, and broken safety shield with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for sleeve leakage, defective locking mechanism, and broken safety shield with the incident lot was observed. Root cause description: based on the investigation, a root cause for the defective locking mechanism and sleeve leakage could not be determined. Based on the investigation, the most likely root cause of the broken safety shield was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for sleeve leakage, defective locking mechanism, and broken safety shield with the incident lot were observed. Additionally, evaluation & testing of the customer samples was performed and no issues were observed; all samples met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for sleeve leakage, defective locking mechanism, and broken safety shield with the incident lot was observed. Root cause description: based on the investigation, a root cause for the defective locking mechanism and sleeve leakage could not be determined. Based on the investigation, the most likely root cause of the broken safety shield was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the sleeve did not function correctly and the safety shield failed to properly cover needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from french to english: it was reported that the needle pierced the side of the sleeve and that the locking mechanism was defective. Issues were obtained by looking at provided images. Has the treatment changed accordingly? Non-applicable. Have erroneous results appeared? Non-applicable. Have staff members been exposed to blood? Yes. Have any medical intervention or other actions been necessary as a result? Non-applicable. How much did you encounter this problem? About 1/50. Please provide any available patient ID (eg, gender, initials, weight, etc.) Not available. Follow up response from customer: "here is the problem: it happens that the rubber needle does not close between tube changes, which brings contamination risks and defiles our tubes with the client¿s blood. When operating safety, it causes splashing, so aerosols. Sometimes the safety valve does not work well. Impact of the problem: risk of contamination."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the sleeve did not function correctly and the safety shield failed to properly cover needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported that the needle pierced the side of the sleeve and that the locking mechanism was defective. Issues were obtained by looking at provided images. Has the treatment changed accordingly? Non-applicable. Have erroneous results appeared? Non-applicable. Have staff members been exposed to blood? Yes. Have any medical intervention or other actions been necessary as a result? Non-appliquable. How much did you encounter this problem? About 1/50. Please provide any available patient ID (eg, gender, initials, weight, etc.). Not available. Follow up response from customer: "here is the problem: it happens that the rubber needle does not close between tube changes, which brings contamination risks and defiles our tubes with the client¿s blood. When operating safety, it causes splashing, so aerosols. Sometimes the safety valve does not work well. Impact of the problem: risk of contamination."